Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime test. Unit received stuck in motor error alarm loop during bolus and basal delivery and e alarm confirmed in the history file. Motor was tested outside the device and passed. The motor may have an intermittent failure that was not detected during our testing. No a alarm during testing noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that when attempting to change set the insulin pump alarmed motor error and reset itself. Customer also had multiple error alarms in the alarm history. The drive support cap was noted to be normal. Mother stated that the customer was able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 576 mg/dl and has treated. Customer was advised to revert to a back up plan and the insulin pump is being replaced.